Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net with right atrial lead exhibiting low impedance. The low impedance could not be reproduced with manipulation or isometric exercise. It was decided to monitor the patient in clinic.